Event description:
I bought the correct toes device that said it would prevent and cure bunions, plantar fasciitis and many other foot issues. Instead all my issues got worse, the ligaments in my legs developed severe tendonitis. I got blisters, and can barely walk.